Event description:
Customer reported that the backlight of the insulin pump was not functioning properly. Blood glucose level was 414 mg/dl at the time of the call. Customer stated that his body felt numb due to the high blood glucose level. Customer stated that he treated the high blood glucose level with a manual injection. Customer stated that the insulin pump had recently been exposed to water. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The backlight display functioned properly. No backlight display anomaly noted. Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump had corrosion on electronics. Insulin pump received with minor scratches on display window, cracked display window corners, cracked belt clip slot, cracked reservoir tube lip.